Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, after the pump was reset, the date become inaccurate. Customer corrected the date to resolve the issue. Customer¿s blood glucose level was 211 mg/dl.